Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. Although a cuff miss was not confirmed the device was returned with the suture loop formed and remained in the suture bearing. The reported bend (twisting) was confirmed. The reported event and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the following additional information was received: femoral angiogram was not performed. A pre-close technique was used. The physician is reported to be established in the preclose technique. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8fr sheath after a coronary angioplasty procedure. Reportedly, it was noticed that the proglide was twisted at the moment it began to pass through the guide. When the proglide plunger was removed, the suture did not come out. Hemostasis was achieved with another proglide. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction - date received by manufacturer on the initial 30-day report corrected from 03/29/2017 to 03/27/2017.